Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had a history of hematoma and underwent a recent pocket evacuation on an unknown date. Additionally, the pocket appeared to be infected, however, it was unknown if a pocket infection was confirmed. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was sent to hospital pathology. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this product was part of a system revision due to erosion. The device and leads were explanted. No additional adverse patient effects were reported.